Event description:
It was reported that a vented solution set had crushed tubing. The reporter stated that the tubing was caught in the seal of the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted that the set was sealed closed by the packaging machine. The reported condition was verified. A CAPA was opened to investigate the issue. The investigation revealed that the mechanism that detects the presence of tubes caught by the sealing was not installed on the new manual packaging machine. To resolve this issue, this mechanism will be installed at the end of (B)(6) 2015. Additional awareness training was also provided to the operators of the machine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.